Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod chapter 3 / page 23: warnings: if you are a first-time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk. Changing your pod chapter 3 / page 34: warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged.

Event description:
The patient does not use insulin in the pods, she uses steroids. She had to go to the hospital because the pod fell off, cannula dislodged, and was not adhering to the skin while wearing for less than an hour. She uses an adhesive barrier. This was not diabetic related why she became hospitalized. She has heart issues and addison crisis. The patient did report that she uses the pods for steroids, so she was having heart issues due to the pods not working and her "body was crashing". She was clear that she was not in the hospital due to high bg (blood glucose) levels. She was placed on an IV of 12 medications and she is unaware what they are at the time. She has been hospitalized for 18 days because of this issue.